Event description:
The customer reported a falsely elevated potassium result generated on the architect c4000 processing module for multiple samples. The following data was provided (customer provided normal range: 3.5 to 5.1 mmol/l): (B)(6) 2025, sid (B)(6): initial result = 6.65 mmol/l, repeat = 4.83 mmol/l, (B)(6) 2025, sid (B)(6): initial result = 6.88 mmol/l, repeat = 5.03 mmol/l, (B)(6) 2025, sid (B)(6): initial result = 6.68 mmol/l, repeat = 4.94 mmol/l , no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated potassium results while using architect ict sample diluent, lot number 01743un25, on the architect c4000 processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer retested the sample using the same lot for the initial testing and the retesting and qc (quality control) was in range. No subsequent issues have been reported. A search for similar complaints did not identify an increase in complaint activity for the complaint lot or list number. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6), and architect ict sample diluent lot number 01743un25, was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated potassium result generated on the architect c4000 processing module for multiple samples. The following data was provided (customer provided normal range: 3.5 to 5.1 mmol/l): (B)(6) 2025, sid (B)(6) : initial result = 6.65 mmol/l, repeat = 4.83 mmol/l, (B)(6) 2025, sid (B)(6) : initial result = 6.88 mmol/l, repeat = 5.03 mmol/l, (B)(6) 2025, sid (B)(6): initial result = 6.68 mmol/l, repeat = 4.94 mmol/l . No impact to patient management was reported.